Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, product ID: 3888-56. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp)regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was high impedance on both leads. One being greater than 10000 ohms, and the other with one of four electrodes greater than 10000 ohms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. They were looking at options for either a lead revision or a battery swap to a non-rechargeable. The impedance check was done, and they also followed up with the manufacturer's technical services. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the hcp. The hcp had a question about battery life. It was noted that these were occipital leads. Stimulation was set on only one lead, program a1 with negative polarity on electrode 0 and positive polarity on electrode 3, a pulse width of 420 microseconds, a rate of 50 hertz, amplitude of 0.2 volts, and electrode impedance values of 1500 ohms for electrode 0, greater than 10000 ohms for electrode 1, 1500 ohms for electrode 2, and 1781 ohms for electrode 3. Program a2 was off as this lead had high impedance greater than 10000 ohms on all electrodes, 4, 5, 6, and 7. The patient had a rechargeable battery and charged about once every six to eight weeks. The hcp asked about the possibility of implanting a non-rechargeable system with this low power consumption, and how long this would last.